Event description:
Ous MDR - noise on the rv lead was observed via a home monitoring report. The hm report showed an event detected and recorded in the vf zone. There is clear noise on the rv iegm channel. The device began to charge before aborting the shock. A new rv will be implanted in the near future, although the specific date is unknown at this time. (B)(6) 2015 - update: the lead was replaced and the device was upgraded to a dual chamber ICD on (B)(6) 2015.

Manufacturer narrative:
The lead under complaint was not returned for analysis, therefore the device cannot be tested at this time.